Event description:
It was reported that the buttons are stuck and the numbers are ramping. The blood glucose reading is 51 mg/dl. Customer is treating with food. Customer stated that the insulin pump is not alarming. Customer has inserted new battery. The insulin pump is frozen and no advancement of time. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to moisture damage to the keypad traces. Time advanced properly with no scrolling numbers, frozen display or display anomaly noted. The device was also received in with a scratched display window.